Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown gmrs distal femur was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devises were not returned for evaluation. No medical records were received for evaluation. A review of the device history records could not be performed as the product lot number was not provided. A complaint history review could not be performed as no catalog or lot number was provided. The investigation concluded that the exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a right gmrs distal femur because it was too long for the patient.

Event description:
It was reported that there was a revision of a right gmrs distal femur because it was too long for the patient.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as gmrs distal femur. Additional information has been requested and if received will be provided in a supplemental report.